Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The reported events of failure to capture and failure to sense were not confirmed. As received, a complete lead was returned for analysis. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. Code "appropriate term/code not available" is used in this MDR as: unable to measure lead parameters the results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during an implant procedure, the right ventricular lead was not able to pace or sense. Additionally when connected to the pacing system analyzer (psa), the psa was not able to measure the lead's parameters. The lead was removed and replaced during the same procedure. The patient was in stable condition.